Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. Battery returned to supplier for further evaluation. Root cause investigation underway at the supplier. No adverse event resulted from the defective battery.

Event description:
A us distributor reported that a patient was receiving battery faults.